Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had black screen several times a day. The customer reported that he had high blood glucose levels of 4.5 mmol/l. Troubleshooting was performed. The customer stated that the black screen disappeared and the insulin pump passed the self test. The customer was advised to replace out the insulin pump. Device is not expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. No unexpected black screen anomalies noted. (B)(4).